Event description:
Additional information was received 10dec2025. The procedure was a left tibial artery angioplasty. The issue occurred upon removal of sheath. The access site was right common femoral artery, and the target location was left tibial arteries. The access site was not scarred. The anatomy was not stenosed, tortuous or calcified. Contralateral approach was used. The bifurcation angle was not steep or calcified. A cook's wire guide was used in the lumen of the sheath when the issue occurred. Another manufacturer's balloons were used through the sheath during the procedure. Resistance was not encountered during insertion or removal of sheath or any other devices through the sheath. The sheath hub was used to pull the device from the patient, and the sheath tubing was also gripped during removal. The sheath was removed endovascularly by pulling out of artery dilation. The dilator was not reinserted prior to removal of the sheath. The procedure was completed successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Additional information: b5, d10 and h6 (annexes e & f). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during an unknown procedure, the hub separated from a flexor introducer sheath. Additional information was received 10dec2025. The procedure was a left tibial artery angioplasty. The issue occurred upon removal of sheath. The access site was right common femoral artery, and the target location was left tibial arteries. The access site was not scarred. The anatomy was not stenosed, tortuous or calcified. Contralateral approach was used. The bifurcation angle was not steep or calcified. A cook's wire guide was used in the lumen of the sheath when the issue occurred. Another manufacturer's balloons were used through the sheath during the procedure. Resistance was not encountered during insertion or removal of sheath or any other devices through the sheath. The sheath hub was used to pull the device from the patient, and the sheath tubing was also gripped during removal. The sheath was removed endovascularly by pulling out of artery dilation. The dilator was not reinserted prior to removal of the sheath. The procedure was completed successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no relevant discrepancies or additional complaints on the lot. The product IFU instructs ¿remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that failure to follow instructions contributed to this event. Reportedly, the user removed the device by pulling on the sheath hub and the dilator was not reinserted. The IFU instructs ¿avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ the risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, the hub separated from a flexor introducer sheath. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
E1: phone = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.